Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a large hematoma developed at the right groin access site after impella removal. The physician initially had difficulty achieving adequate compression, but the patient remained hemodynamically stable. Serial hemoglobin and hematocrit checks did not indicate a significant drop, and no transfusion or surgical intervention was required. The hematoma was managed with manual compression.

Manufacturer narrative:
No product was returned for investigation. The root cause of the bleeding and hematoma were unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.